Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had an insufficient angle. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. In addition to the foreign material found in the device nozzle as a result of insufficient cleaning, other evaluation findings are as follows: the play of the upward/downward knob was out of standard value due to wear of the angle wire; the adhesive on the bending section rubber had a chip, a crack, and a white clouded area; the adhesive around the objective lens was peeled; the plastic distal end cover had a burn; the connecting tube had a dent along with buckling; the suction connector was deformed along with a crack; the universal cord had a wrinkle; switch#4 was worn; the paint on the suction-cylinder and air/water-cylinder was peeled. Lastly, there were scratches on the following parts: the connecting tube, switch#2, switch#1, and the image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the spray button]. (A) inspection of water supply. 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection. 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.